Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be confirmed in that error code 46446 was found. However, no signs of fluid ingression reported were to be found. The pump's microprocessor board (mp) board was found to be faulty and needed to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a cadd solis vip pump alarmed with an error code 46446. Reporter also stated that the safety system was activated. After activation of the safety systems, the infusion stopped. The pump was replaced. No adverse effects reported.